Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On 11/20/2024, the patient experienced redness, inflammation, and pustules underneath sensor pod area only. The patient went to urgent care at 9:00 am and the nurses treated it by cleaning the affected part, bandaged it and they gave the patient unspecified antibiotics. The patient went home around 12:00 pm. The patient noticed that there was fluid on the affected part, so he went back to the emergency department. He underwent ultrasound. No further treatment was given and he departed at 2:00am. The patient was feeling better during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.